Manufacturer narrative:
Required surgical intervention. The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of -7.50/4.0/086 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2019. The surgeon notes excessive vault; significant reduction of irido-corneal angles; loss of bcva and partial pupil dilation. On (B)(6) 2019 the lens was exchanged for a different model and shorter length lens and the problem was resolved. Reporter indicated that the "av is ok." Patient code:3191 secondary surgical intervention; lens exchange. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.5/+4.0/086 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. The surgeon notes excessive vault, significant reduction of ica, loss of bcva, and partial pupil dilation. Reportedly the lens remains implanted. The cause of the event is reported as "excessive size."